Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient was in a nursing home and missed their refill. The pump logs show the empty reservoir alarm occurred on (B)(6) 2014. The health care professional (hcp) planned to refill and lower the patient¿s dose to 600 mcg/day. The pump was used to infuse lioresal (2000 mcg/ml at 899.7 mcg/day) at the time of the event. No patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.